Event description:
It was reported that prior to an unspecified procedure, the quantum maverick 2 monorail balloon catheter hypotube broke. The event occurred prior to insertion into the patient. The procedure was successfully completed with another balloon. No patient complications or patient injuries were reported. The patient status is reported as "okay". Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.